Manufacturer narrative:
Blocks d9 & h3: the core mobile system component was returned for evaluation. Block h3: visual inspection of the ffr pimmette found no break or damage to the device. During functional testing, the ffr pimmette was connected and recognized by the system. The device functioned as expected with a pressure wire simulator, even upon manipulation of the cable connection, and disconnecting/reconnecting the ffr pimmette. Block h6: the probable cause of the pressure measurement issue could not be determined since the device performed as intended. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a core mobile system was used in a procedure. During use, pressure measurements were not possible. The system was unplugged and rebooted, but could not be resolved. A break was observed on the ffr pimmette cable; therefore, the cable was replaced but did not fully resolve the issue. It is unknown how the procedure was completed and if the device was being used in an emergent procedure. No patient injury reported. This product problem is being reported in an abundance of caution because it is unknown if the failure occurred during an emergent procedure; potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable. Blocks e1 & g2: country is germany. Block h3 & h6: at the customer site, a field service engineer replaced the ffr pimmette cable and hemo cable. System meets the specification for the performed service and is returned to use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.